Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations

Event description:
It was reported that the plastic piece of the cathlon is very flimsy. The technicians are unable to advance the cathlon without it bending/kinking which causes missed IV attempts and more pokes for the patients. It required the patient needing multiple pokes for IV attempts due to the catheter bending easily with insertion. The patient needed gauze compression to stop bleeding caused trauma to pediatric patients when needing multiple attempts to start an IV. There was no patient harm/adverse event.